Event description:
According to the available info a pt rec'd on (B)(6) 2014 one ankylos c/x implant to replace a missing tooth in region # 30 (46). The dentist decided to remove the already prosthetically restored implant on (B)(6) 2014 due to suspected allergic reaction. He indicated that the pt experienced general medical problems.

Manufacturer narrative:
While it is unk if the device used in this case caused or contributed to the pt's symptoms, it is possible as allergic reactions to dental materials are known and reported, with medical consequences being dependent upon the severity of the individual allergic response and subsequent exposure to the same material. Therefore, this event meets the criteria for reportability per 21 cfr part 803.